Event description:
According to the reporter, during use, while on the charger, the handle was not loading and the charger was showing red light error. The charger did not work on other handles as well. There was no patient involved. Medtronic's initial evaluation of the incident device found that the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped. The system logs were attempted to be downloaded, but the sd (secure digital) card was corrupt, so the logs couldn't be retrieved.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the cfet permanent failure status to be tripped. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: analysis of the returned product noted that the microsd card was corrupted. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.